Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 6-0002 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: a review of the black box revealed the data to be corrupted. The alarm history showed multiple call service 0006 alarms. The rewind, load, and prime steps were performed correctly. 24 hour testing was performed and failed due to a call service 006 alarm being emitted during the test. Evaluation revealed that the eeprom component had failed. The pump cover was removed to find no intermittent conditions on the printed circuit board. The battery compartment and cap were undamaged and were able to fit securely.